Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when clipping a vessel during a procedure, the surgeon was able to squeeze the handle but the clips were not loaded properly. There was no patient injury.